Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they had problem with the inpen that when they tries to deliver a bolus the insulin did not go through. No harm requiring medical intervention was reported. The will continue to use the device.